Event description:
During routine testing at installation of unit, co service representative noted the extension rods did not expand. There was no patient involvement. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.